Event description:
Reportable based on device analysis completed on 09jun2022. It was reported that during an ablation procedure to treat atrial fibrillation, after ablating the roof line in the left atrium with an intellanav mifi open-irrigated catheter, the ablation catheter started flashing (tracking issues) and they had intermittent high frequency noise when articulating the curvature/steering. Not much troubleshooting took place as this was an immediate and persistent issue. A new catheter immediately resolved the issue and the procedure was completed without any further issues. However, device analysis revealed a foreign material around mini electrode 3.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. The reported event of magnetic tracking and noise issues were confirmed. Visual inspection noted a foreign material in the mini electrode 3. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. A flow test was completed by connecting the device to a metriq pump and a partial obstruction in some of the irrigation holes were observed. The noise signals of the device were verified during a radiofrequency ablation test by using a maestro generator 4000 and a metriq irrigation pump connected to a rhythmia mapping system, the device was able to complete an rf ablation test. Noise values were found out of specifications. The complaint investigation conclusion code is manufacturing deficiency. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.